Manufacturer narrative:
The fisher & paykel healthcare rt043 non-vented hospital full face mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for single patient use with spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. The rt043 mask includes an anti-asphyxiation valve designed to allow a patient to breathe in case of therapy device failure. The complaint masks are currently en route to fisher & paykel healthcare. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
The fisher & paykel healthcare rt043 non-vented hospital full face mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for single patient use with spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. The rt043 mask includes an anti-asphyxiation valve designed to allow a patient to breathe in case of therapy device failure. Method: three unsealed rt043 masks were received for evaluation. In addition, the customer returned a large quantity of unopened, unused rt043 masks. The complaint masks were visually inspected. Additional information provided by the customer was also reviewed. Results: visual inspection revealed that the masks were without defect and within specification for this product. The customer stated that they were using the rt043 masks with an evita 4 dual limb ventilator. This is outside of the intended use. The rt043 is designed specifically for bi-level/CPAP use with a single limb circuit, this mask is fitted with an anti-asphyxiation valve and is not for use with dual limb ventilation systems. Conclusion: as the rt043 is intended for single limb applications, it has an anti-asphyxiation valve that will leak on a dual-limb set-up. Our customer has thus used the incorrect mask. The fisher & paykel healthcare rt041 mask is designed for use with a dual limb setup. The user instructions that accompany the rt043 mask state: - the rt043 has been designed for single limb applications, the rt043 has an aa valve that will leak on a dual-limb set-up. Following receipt of this complaint a fisher & paykel healthcare representative followed up with the customer and provided additional information and training on the use of the rt043 and rt041 masks. This is the only complaint we have ever received for the rt043 full face mask.

Event description:
A hospital in (B)(6) reported that the rt043 non vented hospital full face masks were leaking at the connection of the elbow and the swivel. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the rt043 non vented hospital full face masks were leaking at the connection of the elbow and the swivel. No patient consequence was reported.